Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set fell off issue while sweating on (B)(6) 2025. No further information is available.